Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. The patient had been seen in clinic the previous day in which noise, oversensing and inappropriate mode switching were observed during isometrics testing. The device was reprogrammed at that time to increase the sensitivity. Pocket manipulation was done and the noise could not be reproduced. The patient was not pacemaker dependent at that time. The field representative was to follow up with the electrophysiologist (ep). The lead remains in service. No adverse patient effects were reported.